Manufacturer narrative:
The referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2014-01122. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months. The replaced portion of the distal percutaneous lead was received for analysis. The evaluation is not complete. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016 it was reported that the outer jacket of the external percutaneous lead appeared to be loose and bunched up and that a previously placed clamshell on the distal end of the percutaneous lead had fallen off and the vad was occasionally alarming. The patient was admitted to the hospital and device interrogation showed the pump was occasionally stopping while connected to both the power module with the patient cable and while on battery power. The distal end of the percutaneous lead was secured to prevent movement. The patient was reported to be asymptomatic. On (B)(6) 2016 the manufacturer's technical services representatives evaluated the percutaneous lead and performed a replacement procedure above a previous repair in an attempt to address the pump stops on both power sources. The repair was performed successfully without any further pump stoppages and a clamshell was placed on the distal end of the new percutaneous lead as a precautionary measure. On (B)(6) 2016, it was reported that the patient did well overnight without any alarms. No further issues have been reported.

Manufacturer narrative:
Approximately 18 inches of the percutaneous lead (lead) was returned and the bend relief was separated from the metal connector. A review of the patient's event history found that a clamshell had been installed on the patient's original lead on (B)(6) 2013. The distal end of that percutaneous lead was subsequently replaced on (B)(6) 2014. The patient's records do not show that a clamshell was installed on the newly spliced section of the lead prior to the distal end replacement completed on 06/28/2016. There are also no complaints of the bend relief separating prior to 06/28/2016. The metal connector and bend relief did not show any adhesive residue, which would have formed to the shape of the clamshell, to indicate that a clamshell had been installed. The report that the clamshell had fallen could not be confirmed. Examination of the returned portion of the lead noted several areas of braided shield breakdown between the metal connector and the prior percutaneous lead splice. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires found no evidence of insulation wear. The gray shrink wrap from the prior percutaneous lead replacement contained green residue, which appeared consistent with copper oxidation. The residue was wet, possibly indicative of fluid ingress. The shrink wrap around the wire crimps from the previous replacement were removed and no green residue or other evidence of fluid ingress was observed. The potential fluid ingress did not appear to have affected the spliced wires. The lead was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The cause of the reported pump stoppage events could not be determined based on the evaluation of the returned portion of the lead. Subsequent to this complaint, the patient had a pump exchange on (B)(6) 2016. The pump exchange was reported under medwatch MFR report #2916596-2016-02204. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing its file on this event.